Manufacturer narrative:
Visual analysis of the photographs identified: device photograph(s) for the device related to the reported event rupture was requested on 13-mar-2025. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported left side rupture. Healthcare professional confirmed left side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture. This record is for left side. The device remains implanted.

Manufacturer narrative:
Correction to d6b explant date in the initial medwatch: the previous submission reported a future explant date. The device was still implanted at the time of initial medwatch submission. The device has now been confirmed to be explanted on (B)(6) 2025. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5, b6, d1, d2a, d2b, d3, d4, d6a, e1, g1, g2, g4, h4, h6, h11.

Event description:
Patient reported left side rupture. Healthcare professional confirmed left side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed an opening assessed as unidentified (tear) opening (shell thickness within specification). As per the investigation procedure, wear abrasion and creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Patient reported "rupture" diagnosed via ultrasound. This record is for left side. The device was explanted and replaced with another manufacturer's device.